Manufacturer narrative:
Results of investigation: the exhalation valve assembly was returned to carefusion's failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The cause of the reported issue was identified to be that the exhalation valve receptacle had an occluded orifice that went into the gas dryer tubing assembly.

Event description:
The customer reported the ventilator gave transducer fault. Gave circuit disconnect and then stop ventilating. Also low pip error. No patient involvement.

Manufacturer narrative:
Evaluation by the carefusion failure analysis tech is anticipated, but has not yet begun.